Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced 3 infusion set tube leakage at the site. Infusion set has been used for few hours to half day. Blood glucose level was 250-480mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.